Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient has not been revised and is currently being monitored. The cause for this specific clinical event cannot be ascertained from the info provided, as the patient has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component on unknown date. The patient is currently being monitored due to unknown reasons. Since the implantation date was not reported, this case will be related as one of the cases for which zimmer implemented a notification in july 2008.